Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-21273. It was reported the pt experienced heating at the lead and ipg site. The pt stated it occurred only once and he keeps stimulation relatively low at all times. The pt will be consulting with the physician regarding this issue. The lead is reported as device 2.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.